Event description:
It was reported that an incomplete bolus alert was received as the customer had not completed the bolus request. The customer's blood glucose level was not reported to be 529 mg/dl. Prior to calling tandem technical support, blood glucose levels had gone down to 244 mg/dl. During troubleshooting, the customer delivered the remainder of the bolus. Several hours later, the customer was reported to be fine and blood glucose level continued to go down (136 mg/dl).

Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.